Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that was no additional info about the piece that moved. They have reached out to the patient - "transportation was seen". Patient will contact the hcp when they desire an appointment. Hcp states the patients last appointment was (B)(6) 2023 and needed an annual appointment for the their device.

Manufacturer narrative:
Continuation of d10: product ID a52200, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a52200 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Atient called back for assistance with setting up their replacement handset. Patient services walked the patient through pairing handset and communicator and connecting to their settings. External devices were functioning as intended. Patient stated "it's at 0.9 ma now and last time before I lost connection I had it at 0.7 ma." Patient services reviewed with the patient that therapy would not change on its own and asked the patient if they had been increasing the stimulation before they lost connection and patient was unable to answer. Patient agreed that it did not change on its own and mentioned they hadn't "bothered with the therapy settings for a couple weeks" because they hadn't been able to access them. The patient might have increased the stimulation to .9 ma right as they connected on the call but patient services could not confirm further. Patient agreed everything was functioning as intended and they were able to successfully end their session. Patient then stated they had to urgently disconnect the call so agent was unable to clarify any further. The patient stated they will call back. The agent had a difficult time hearing the patient due to a poor phone connection.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient thought that the device is worn. They stated that they were unable to urinate, which is unusual. They also stated that whenever they charged their implant, they would see "storage space is running out. System error. Call mdt tech services: code 0x4f9af36f". They also mentioned that "if it won't work, I want to cut it off". The agent walked the patient through recharging the ins, and the patient was able to start the recharging session with an excellent connection. They wanted to make an adjustment with their therapy setting, and the agent recommended to finish the charging session first. They will call back once the ins is fully charged, to make an adjustment with their therapy setting. On (B)(6) 2025 they reported that they couldn't find the device, so the agent walked the patient through connecting to the ins. They stated, "piece has moved since I had it in because it's so old". They had encountered error code 0x4f9af36f again and agent had the patient restart all the external devices. After restarting the device, patent had encountered "804 storage space running out. Some function may not work" message in the therapy app. On (B)(6) 2025 the patient called back and repeated the same information. They said they charged the stimulator. They want to change programs. They keep getting a message the system has encountered an unexpected error with the code they had listed before. They also mentioned getting the message that the storage space is running out. They tried exiting the application and going back in and also shutting down the phone and going back in and getting the same message. Told patient the handset will need to be replaced so a new one was going to be ordered. The patient mentioned they were urinating better now.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. A medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.